Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 6610173. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. This is one of 3 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2022-00130, 3008114965-2022-00132. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the procedure, after the physician placed a 150cm x 5cm prowler select plus microcatheter (606s255x / 30615314) in the target position, a 4mm x 23mm enterprise 2 stent (encr402312 / 6610173) was pushed into the microcatheter. The stent was impeded at the tip of the microcatheter and could not be advanced further. The physician then removed the microcatheter and the stent together as a unit and new devices were used as replacements to complete the procedure. There was no report of any patient adverse event or complication. On 06-mar-2022, additional event information was received. The information indicated that the target vessel was the a2 segment of the anterior cerebral artery (aca). Information relating to which of the two prowler select plus microcatheter was the one that was compressed / flattened when the physician opened the package. The information indicated that a continuous flush was maintained through the microcatheter that was used with the stent. When the stent was removed from the patient, it was still on the delivery wire. There was resistance when the guidewire was being advanced through the microcatheter. The reported event did not result in any clinically significant delay in the procedure. The procedure was completed using another prowler select plus microcatheter and another a 4mm x 23mm enterprise 2 stent.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on (B)(6) 2022. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.10. This is one of 3 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2022-00130, 3008114965-2022-00131, and 3008114965-2022-00132. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. [Conclusion]: the healthcare professional reported that during the procedure, after the physician placed a 150cm x 5cm prowler select plus microcatheter (606s255x / 30615314) in the target position, a 4mm x 23mm enterprise 2 stent (encr402312 / 6610173) was pushed into the microcatheter. The stent was impeded at the tip of the microcatheter and could not be advanced further. The physician then removed the microcatheter and the stent together as a unit and new devices were used as replacements to complete the procedure. There was no report of any patient adverse event or complication. On 06-mar-2022, additional event information was received. The information indicated that the target vessel was the a2 segment of the anterior cerebral artery (aca). Information relating to which of the two prowler select plus microcatheter was the one that was compressed / flattened when the physician opened the package. The information indicated that a continuous flush was maintained through the microcatheter that was used with the stent. When the stent was removed from the patient, it was still on the delivery wire. There was resistance when the guidewire was being advanced through the microcatheter. The reported event did not result in any clinically significant delay in the procedure. The procedure was completed using another prowler select plus microcatheter and another a 4mm x 23mm enterprise 2 stent. The complaint product was returned and received for evaluation and analysis. The investigational finding is documented below. Investigation summary: a non-sterile 4mm x 23mm enterprise 2 stent was received. Visual inspection was performed. It was noted that only the stent component was returned. The delivery wire and the introducer components were not returned for analyses. The stent component was visually and microscopically inspected and was observed to be in good condition. The reported issue documented in the complaint that the stent was impeded inside the microcatheter could not be evaluated. Additionally, no evidence was observed on the returned stent component that contributed to the reported issue. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 6610173. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) does contain the following recommendation: do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance to a new one. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of 3 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2022-00130, 3008114965-2022-00131, and 3008114965-2022-00132. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.